Event description:
Patient reported their dentist informed them that they never should of been approved for this treatment due to their impacted molars, causing them nothing but pain and their teeth are even worse than before. The patient stopped wearing the aligners due to causing so much pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
E1 customer information updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.